Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that there was an alarm and the patient was to have a catheter revision on the day of report. The pump was noted to be alarming due to being empty since 2014 (B)(6). It was noted that the surgeon was directed to only replace the catheter despite the fact that it was reviewed that running a pump on empty could cause possible damage. The pump was reportedly filled with saline, however, it was noted that there was bupivacaine and dilaudid in the pump tubing and catheter. The dose was suggested to be adjusted due to this. The reporter noted that the pump would be updated to run at minimum rate.